Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Upon functional testing, the fse opened the m-cabinet and identified that the ethernet switch light was off, causing a connection issue between the system and the network. To resolve the issue, the fse reseated the cable connection of the switch. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.